Event description:
Pt experienced hypotension in recovery room which did not respond to fluid bolus. Returned to or to identify bleeding site. Found left lateral laceration to the anterior wall of the aorta and posterior laceration through-and-through of the aortic wall. There was also a little puncture laceration in the medial wall of the inferior vena cava. A massive amount of bleeding was encountered. Vessels were repaired.